Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that she had a past issue with insulin pump. Customer reports that around (B)(6) 2014, insulin pump had moisture and discoloration under lcd display. Customer also reported to have blood glucose of between 500 mg/dl to 600 mg/dl. Customer was on vacation and spend a lot of time on the beach. Customer declined troubleshooting, as she states this was a past event and moisture and discoloration was no longer on display screen and high blood glucose was caused by consuming foods which caused high blood glucose. Customer stated that insulin pump was working as designed and did not want insulin pump replaced. No further information provided.